Manufacturer narrative:
Date of event: actual event date is unknown.

Event description:
The patient underwent convective radiofrequency water vapor thermal therapy of the prostate procedure. There were no device and patient complications encountered during the procedure. It was reported that during follow-up appointment for catheter removal, the patient complained of dysuria, pain and discomfort. The patient was prescribed antibiotics and antiseptics at the appointment for catheter removal. The patient was better at 3 weeks follow up and reported to have fully recovered.

Event description:
The patient underwent convective radiofrequency water vapor thermal therapy of the prostate procedure. There were no device and patient complications encountered during the procedure. It was reported that during follow-up appointment for catheter removal, the patient complained of dysuria, pain and discomfort. The patient was prescribed antibiotics and antiseptics at the appointment for catheter removal. The patient was better at 3 weeks follow up and reported to have fully recovered.

Manufacturer narrative:
Date of event: actual event date is unknown. The product was not returned; therefore, no physical analysis could be performed. A review of the device labeling was conducted. The direction for use list pain, dysuria and discomfort as a potential risks associated with this type of procedure. In addition, based on review of the information available and labeling, there was no evidence that the device was used or handled improperly. An evaluation conclusion code of known inherent risk of device was assigned to this investigation.